Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip ends were crossing over when the clip was being fired. Hence holding loosely on the vessel and slipping off. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the event occur with the initial firing of the device (first firing)? Yes. Was the clip fully advanced into the jaws prior to firing? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No was there an excessive pressure applied at the end of the jaws? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Inside the patient initially and when checked fired once outside the patient with the same outcome. Where the clips that fell off of the vessel retrieved? Yes. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. What is the current status of the patient? Well, and discharged.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.